Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, lot # j10878r56, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported that the patient missed their refill, and a critical alarm occurred as a result. The patient's pump had an audible critical alarm which was confirmed by telemetry to be an alarm due to zero ml reservoir volume reached. The patient was supposed to have the pump refilled on (B)(6) 2012, however, the appointment was missed. The patient initially indicated that the healthcare provider (hcp) was "not around to fill the pump", however, it was later stated that the refill appointment was missed. It was unclear the cause of the missed pump refill. The logs showed an empty pump occurred on (B)(6) 2012. The patient was having no therapy issues related to the empty pump. A pump refill and reprogram was being considered. Patient status and event outcome were not provided. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.